Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, missing end cap sticker and missing reservoir tube o-ring. Unit received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the battery compartment was cracked. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.